Manufacturer narrative:
Other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not duplicated. However, the pump was opened at it was seen that the gears are worn and there is residue in and around the motor, gears, optic switch and cam shaft. The gears, motor, optic switch cam and associated components were replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited ec 41622. No adverse effects were reported.